Event description:
It was reported that the device exhibited air in the line. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Other, other text: additional information is provided for h.2. H.3., and h.6. One device was received for evaluation. Visual inspection revealed the device was used, decontaminated conditions and not in its original packaging. The medium alarm displayed: cannot start pump was found multiple times in the event history log. Functional testing was performed, and the reported issue could not be replicated; however, evidence was found multiple times in event history log. The root cause could not be determined; the most probable cause of air in line is the air detector. The pwa board, usb ground plate, dso seal, air detector, optic switch, lcd, lcd lens, battery door, keypad, overlay gray, rear label, side label, rear housing, front housing, and latch lock were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.